Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient went to the hospital due to a device malfunction. The patient was unable to provide a specific error message but stated that the sensor failed earlier than expected. The patient was feeling disoriented due to high blood sugar and stated she had multiple recent hospital visits for an unrelated dexcom issue. Follow up contact was made with the patient on (B)(6) 2025. She confirmed that her most recent hospital visit was (B)(6) 2025 but could not recall any event details. She stated she felt unwell at the time of follow up contact and has a scheduled appointment with her doctor on (B)(6) 2025 (reason for visit unknown). Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. On april 14, 2025, the patient's estimated glucose values were in range until 05:36 pm when the egv (67 mg/dl) dropped below the low alert threshold (70 mg/dl). The app delivered urgent low soon alerts at 67 percent volume at at 05:36 pm and 05:41 pm and 100 percent volume at 05:47 pm. The egv (49 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered urgent low alerts at 67 percent volume at 05:52 pm and 05:57 pm and 100 percent volume at 06:02 pm. The egv (70 mg/dl) rose to the low alert threshold, and the app delivered a low alert at 67 percent volume at 06:07 pm. The egvs temporarily returned within range. At 06:22 pm, the patient's egv (66 mg/dl) dropped below the low alert threshold again, and the app delivered a low alert at 67 percent volume. At 06:27 pm, the app delivered an urgent low soon alert at 67 percent volume. At 06:32 pm, the app delivered a low alert at 67 percent volume. From 06:37 pm to 06:47 pm, the egvs returned within range. The app experienced temporary sensor error. At 07:02 pm, the app began experiencing signal loss. The app delivered the signal loss alert at 67 percent volume at 07:17 pm and 100 percent volume at 07:22 pm. At 07:27 pm, the app began experiencing temporary sensor error and delivered alerts at 100 percent volume through headphones until 07:32 pm and 93 percent volume until 07:32 pm. At 07:43 pm, the temporary sensor error alert was acknowledged. At 08:16 pm, the egv (low - less than 40 mg/dl) was below the urgent low alert threshold, and the app delivered an urgent low alert at 93 percent volume. At 08:32 pm, the sensor failed and the app delivered a sensor failed alert at 93 percent volume at 08:32 pm and 08:37 pm and 100 percent volume from 08:42 pm to 05:17 am the next day, april 15, 2025. At 05:21 am, the sensor failed alert was acknowledged. Confirmation of the allegation and probable cause could not be determined.